Event description:
It was reported that, during procedure, upon plugging the fiber into the laser, light was seen along several places on the fiber. It was noted that they unplugged it and did not use it. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Event description:
It was reported that, during procedure, upon plugging the fiber into the laser, light was seen along several places on the fiber. No physical break of the fiber and no physical detachment along the length of the fiber body was observed. However, it was noted that the aiming beam was showing through the actual fiber. The console used was a moses 2.0 that was recently installed, and the defective fiber was unplugged and replaced before firing. The procedure was completed using another of same model with no patient complications.